Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported on FDA maude mw5077777 "stryker total knee replacement 2015, never recovered stability in right knee replacement. Frequently fall, pain is unbearable till today. Continue to use brace, icing and tens unit till today. I am worse now than before my initial surgery of a total knee replacement on 2015. I have complained numerous times to my surgeon. Tests, physical therapy, pain medications, one time mars MRI that was unreadable as per my orthopedic surgeon, seems he gets defensive every time in continuing to complain and nothing has relieved my pain and stability. Therefore I took it upon myself and got a 2nd and 3rd opinion, on just my first visit x-rays alone I was told my hardware in the back of the knee where the pain is loose due to probability of a not well fitted knee replacement. I also had a bone scan, saying could be loosened hardware or infection to be ruled out by other tests not yet done".